Manufacturer narrative:
Corrected fields: e1- initial reporter name. Updated fields: b4, d9, e3, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) notified the customer of the correct process per manufacturer requirements. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) monitor failure. There was no patient involvement.